Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. On unreported date, the patient was treated with vancomycin 2gm (route, frequency, and duration not reported) and fortum 1gm for 14 days (route and frequency not reported) for the peritonitis. It was not reported if the patient was recovering or had recovered from the peritonitis event. It was not reported if dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).